Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. Customer's blood glucose level was 569 mg/dl. Customer gave themselves a manual injection to address the high bg. Reportedly, the customer reverted to manual injections for insulin therapy. In addition, it was reported that the usb cable does not charge the pump. Customer was able to charge the pump with an alternate cable.